Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the company representative (rep) that the patient was discharged from the hospital one day after implant, but was re-admitted to the hospital the next day (two days post implant) with reddening and heating of the device. The patient had these same issues with their previous device reported in manufacturer report # 3004209178-2016-14810. No further action has been taken. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.